Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection at the evoke closed loop stimulator (cls) implant site and evoke 12c percutaneous lead implant site. The patient was hospitalized, and intravenous antibiotics were administered to resolve the reported event.

Manufacturer narrative:
The evoke scs system remains implanted. The root cause of the infection cannot be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include infection that may require hospitalization with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed, and the product met all requirements for release. First lead information: brand name: evoke 12c percutaneous lead kit - 60cm, model: 103807, catalog: 1008, lot/batch number: 9018318003, UDI: (B)(4), manufacture date: 11/18/2024, expiration date: 11/18/2025. Second lead information: same as first lead.